Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 568 mg/dl at the time of the incident. Customer feel nausea due to high blood glucose level. Customer was treated with bolus and insulin shots. Customer stated that there was a leak at reservoir and retainer ring was missing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was active at time of high blood glucose event. The device will be returned for analysis.